Event description:
It was reported that through remote transmission, noise episodes were observed due to lead noise. The noise was able to reproduce in clinic. The lead was recommended to be replaced. The device was reprogrammed. The asymptomatic patient was not dependent and will continue to be monitored remotely.

Manufacturer narrative:
Correction: please retract this manufacturer report 2938836-2017-22985, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
Please retrieve this manufacturer report 2938836-2017-22985, as the event was reported after the product was approved by FDA.